Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2015 with the following findings: a review of the black box history showed no power reboot events on or before the date of the event. The returned battery cap was secured to the pump and was able to maintain an electrical connection with the pump. The pump powered on appropriately using the returned battery cap. The battery cap contact height and width were found to be within the required specifications. The battery cap was unscrewed by half a turn without losing power. The battery compartment was fully intact; no cracks or damage was observed. The pump was exercised for 24 hours on a 1u/hour basal rate with no power interruptions occurring. The pump case was removed and no intermittent conditions or damage was found to the power circuit. The complaint that the pump was losing power intermittently was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.